Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned device found the anchor plug shaft has fractured off into the cps sm spdl. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. Analysis determined the device suspected to have fractured due to fatigue. Fatigue mode of fracture identified in the non-smeared areas of the fracture, exhibiting fatigue striations. Eds semi-quantitative elemental analysis of the cps anchor plug showed that it was consistent with ti-6al-4v alloy. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item 178353 lot 235640; item 178716 lot 528700; item 178540 lot 487990; item 178527 lot 730840; item 178512 lot 025940. Foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00350.

Event description:
It was reported that the patient had a total knee arthroplasty and four months after the procedure subsequently was revised due to implant fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
X-rays were received and reviewed by a third party hcp noting the right knee arthroplasty has long stemmed hinged prosthesis with fractured proximal femoral component. Overall fit and alignment is appropriate. Normal bone quality. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.